Manufacturer narrative:
The pump received with blank display and battery tube heating up due damage battery tube spring and shorting out with battery tube wall. The pump was received with cracked case at display window corners and battery tube threads, minor scratched display window. Analysis was unable to verify failed battery test alarms or unexpected low battery alarms due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 12 mmol/l. The customer states the batteries are not lasting a day and are coming out heated. After attempting to replace the battery it alarmed failed battery test. The customer did note there were some scorch marks behind the battery compartment. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.